Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This following sections have been updated: b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: biomet biolox delta ceramic od: 36 neck len: -4: catalog#6500836, lot#ni. G2: foreign - event occurred in germany. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial right total hip arthroplasty, an interoperative trochanteric fracture occurred. The fracture was repaired with a trochanteric plate and the device remains implanted. Due diligence is in progress for this event; to date no additional information has been provided.